Event description:
Battery pack- charge failure batteries- 11/26/2019 04:57:19 (B)(6) .phone (B)(6). There was no patient involvement.

Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, retested, and released back to the customer. Based on the findings, service determined that the proximate cause of the customer reported issue was due to electrical failure of the battery pack. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, retested, and released back to the customer. Based on the findings, service determined that the proximate cause of the customer reported issue was due to electrical failure of the battery pack. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). There was no patient involvement.